Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced needle damage (physical or cosmetic) that was hard to remove. The customer reported haemorrhage or bleeding, which did not require treatment. The event involved product(s) mmt-7040a and mmt-7040a. The troubleshooting was performed, and the customer reported that the sensor/introducer needle broke, was damaged, or was hard to remove. The sensor or needle did not break while inside the body. The customer reported blood on site. No further patient complications were reported. A product return is not required for mmt-7040a. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-7040a was requested and the customer responded that the device would be returned.

Manufacturer narrative:
Following our receipt of the one returned used sensor performed visual inspection. Found needle bent inside sensor base as the customer complaint. In summary, the customer complaint for needle hard to remove and cosmetic damage were confirmed. Due to needle bent inside sensor base. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.